Manufacturer narrative:
Multiple attempts were made to obtain patient and repair information that were unsuccessful.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had error code 1124. It is unknown if there was patient involved at the time of the incident.